Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised ot insert new aaa alkaline battery on the insulin pump. The customer did not receive failed battery test. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with battery cap.